Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the liner would not fit into the shell during surgery.

Manufacturer narrative:
This report is being amended to reflect changes. Visual examination of the returned bipolar cup confirmed the metal ring was returned assembled and would not move freely within the window. Dimensional evaluation of the cup and metal ring verified that these conformed to print specifications where measured. The lock ring was deformed with damage indicative of insertion of the liner when the ring does not expand freely. Device history record review indicated no deviations or anomalies in the manufacturing process. This reported device is used for treatment. Review of complaint history identified no previous complaints for the part-lot combination associated with the cup. When both tabs are not in the slot, the locking ring will not expand adequately to accept the liner. This can result in, as described in this complaint, difficulty to insert the liner into the bipolar metal shell. Step by step assembly instruction is provided both in the surgical technique and package insert. There is instruction for checking the position and condition of the locking ring prior to assembly. With the information provided a likely cause for the reported issue is user not adhering to the instructions provided in the surgical technique.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.